Event description:
Patient feels stimulation when stimulation is turned off. Patient verified stimulation was in the off state. Stimulation sensation stopped on (B)(6). Patient was instructed how to turn stimulation back on, did so, felt stimulation again and it was relieving her pain. It was reported that a patient called because she wanted her stimulation turned off. It was reported that it felt like stimulation was on when it was turned off. It was stated that this happened last year and she had stimulation turned off for a while. It was stated that when this happened last year the manufacturer¿s representative told her some wires ¿integrated into her spine¿ and she might have nerve damage. It was stated that the same thing was happening again- the patient stated that it felt like stimulation was on when it was off, (not every day, just sometimes, it started 2-3 weeks ago). It was stated that the patient got injections in her back because the device was not helping and the patient stated that it stopped helping her last year. It was noted that the patient turned stimulation on and then back off while on the call. Additional information received reported that the patient saw a ¿girl¿ where she lives now. It was further stated that she saw her healthcare professional (hcp) last week and the patient stated that he told her he would not explant. It was stated that the patient was going to another hcp who was going to remove the implantable neurostimulator (ins). It was noted that the patient was instructed to contact her current manufacturer¿s representative and let them know. Additional information received reported that the healthcare professional (hcp) identified as the patient¿s doctor was not in the manufacturer¿s representative¿s territory and did not see patients in that area. It was stated that the manufacturer¿s representative would need more information on where the patient was seen to determine if any team members had seen the patient. Additional information received reported that this was the first he had heard anything about nerve damage. It was stated that the manufacturer's representative 'would never say anything like that to a patient', referring to the patient's statement about wires integrated into her spine. It was stated that the manufacturer's representative was familiar with the patient and he had never been informed of a lead problem. It was stated that the patient had never mentioned to him any stimulation sensation when the device was off. Additional information received reported that the patient's charge did not indicate that the healthcare professional did this patient's spinal cord stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).